Event description:
Caller reported blood glucose results of 133 mg/dl, 991 mg/dl, 766 mg/dl, and 769 mg/dl within 10 minutes on the advantage system. Also reported blood glucose results from another date of 003 mg/dl and hi, which on the advantage system indicates a result in excess of 600 mg/dl, within 10 minutes on the advantage system. Reported blood glucose results from another date of 863 mg/dl, hi, 017 mg/dl, and 280 mg/dl within 10 minutes on the advantage system. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.